Event description:
It was reported that when a hosp employee was unpacking a mpr gantry, one of the metal bands surrounding the crate popped-up and impacted the employee's face. The employee experienced lacerations on the side of his face, and was treated and discharged in the emergency room immediately.

Manufacturer narrative:
Add'l attempts to obtain info regarding the severity of the issue have been made, but were unsuccessful. An evaluation of the shipping container was completed. A search of the complaint database resulted in no similar issues reported for this product.